Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, the nurse found that the anti reflux valve had detached and had fallen into the reservoir. There was no additional information provided and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01958. The same patient is represented in each medwatch.